Manufacturer narrative:
The sample was received for analysis and the reported issue could not be confirmed. An inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air and no deformations or anomalies were observed. The sample was submerged into a container filled with water and no leaks were observed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the tube connector had physical damage and air leakage at connector was reported. It was reported that it was obligated to extubate and re-intubate the patient which is alleged to have caused a traumatic lesion of the operative area.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the cuff on the tracheostomy tube deflated due to an air leak. Customer indicated there was no patient injury with this event.